Event description:
Device placed in 1999. An abscess formed due to t-fastener not migrating into the intestine and passing through the rectum. Device removed at outside hospital in 2002. One pt involved.